Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a correction bolus of 4 units of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The device data shows no timeouts, drive stalls, hazard alarms, or increases in pulse widths indicating that there was no struggle to deliver insulin. The investigation found no defects or deficiencies that would indicate a bent/kinked cannula. Cracks were found on the top housing. While cracks were found, it would not contribute to the reported event. The timing and cause of the cracks is unknown.